Event description:
It was not reported that two different peak handpieces would not cut or coag with the same generator. No injury to pt.

Manufacturer narrative:
The facility will be returning the unit that was in use during the procedure. When additional info becomes available, a f/u report will be filed.